Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, broken battery tube threads, a cracked case at a display window corner, minor scratches on the display window, a scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 178 mg/dl. It was reported that the customer received no delivery alarms a couple times. Customer was advised to disconnect from the pump. Customer's mother stated that she was able to complete the rewind sequence. Customer took the battery out and put it back in. Now, the pump is letting her rewind. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.